Event description:
It was reported that this ra lead was explanted due to dislodgement approx. 107 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6 cm distal to the is-1 connector pin. A proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The returned lead fragment was analyzed and did not reveal any irregularity that might have contributed to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.